Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Per customer, the requested patient information is not available.

Event description:
It was reported that the three consecutive chemotherapy infusions that were set up using same IV pump and to a single patient, resulted to left over volume after infusions were completed. The infusion schedule and left over volumes were as follow: cisplatin, approximately started at 0800, had estimated left over volume of 25-30ml after infusion completed; ifosfamide, approximately started at 0900, had estimated left over volume of 25-30ml after infusion completed; and vp-16, approximately started at 1000, had estimated left over volume of 25-30ml after infusion completed. There was no patient harm. The patient received full dose of the medications after "volume to be infused" (vtbi) was reprogrammed. Although requested, medication dose and vtbi were not provided.